Manufacturer narrative:
The customer's stated problem was verified. The device revealed error 100. The motor will be replaced.

Event description:
It was reported that during use of a cadd-ms® 3 ambulatory infusion pump there was a system fault, call for service.